Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose, infections and erratic blood glucose. The customer's blood glucose was 40 mg/dl at the time of the hospitalization. The customer's blood glucose was 543 mg/dl at the time of the incident. The customer's blood glucose was 551 mg/dl at the time of call. The customer stated that they treated her high blood glucose with manual injections. The customer also reported that she had foggy mind. The customer stated that she had blood glucose readings of 573 mg/dl and 600 mg/dl. The date of the hospitalization was 12/20. The customer stated that she was wearing the insulin pump during the hospitalization. The customer declined to troubleshoot at the time of call. The insulin pump will not be returned for analysis.